Event description:
Information was received from a healthcare provider regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. The healthcare provider reported that the patient was admitted today for a suspected issue with the pump. The caller stated that they had tried to reach the patient¿s healthcare provider¿s office. The agent reviewed the role of a company representative and offered to connect the caller to nas (national answering service) for paging a local representative, but the caller stated that they would try to reach the patient¿s healthcare provider¿s office for direction.

Manufacturer narrative:
H11 ¿ the manufacturer¿s device registration system indicates that the patient¿s pump was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.